Event description:
A pt reported experiencing inaccurate erratic results with a ot ultra meter. The pt's blood glucose results were 113mg/dl. (Finger), 153mg/dl. (Arm) meter to same meter. Tests were done within 10 min with a difference of 27%. Pt did not experience any adverse events. No further info has been reported. Note-customer was cleaning fingers and arm with alcohol.